Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that there was lead insertion difficulty during the implant procedure. The doctor opened a second implantable neurostimulator (ins) and the lead went right in. The doctor confirmed the setscrew was loose and tried reinserting. The lead was not previously implanted with an extension or ins. No symptoms reported. The hospital was going to send the ins back to the manufacturer. It was noted that implant was for a normal ins replacement. The event occurred on the day of the report. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim.